Event description:
A customer observed repeatable false positive troponin I results on a pt sample. Falsely elevated results may lead to inappropriate physician action. The biased results were reported with corrected results later supplied. There was no report of pt harm as a result of this event.